Manufacturer narrative:
Infection occurred - conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Consumer reports that his spouse developed pain immediately following an incisional hernia repair with mesh implant. The patient subsequently developed an infection that required multiple incision and drainage procedures. The patient was also prescribed antibiotics. Additional information was requested; no further information was provided.